Event description:
Pt was being transported from medical center . The ventilator was working fine for approximately 30 minutes then would only blow o2 out continuously even after unhocking the ventilator and re-hooking it to the o2 supply. The pt had to be manually ventilated for approximately 30 minutes for the remainder of the transport. The pt was not breathing at the time of the incident. No harm or injury to the pt was indicated on the information provided from the user facility.

Manufacturer narrative:
Smiths medical pm, inc. Imports the ventilator from smiths medical international. Smiths medical pm, inc. Kits a pt circuit and regulator and packages it with the ventilator. The only information available at this time is what has been provided to us from the user facility and the distributor. The ventilator has not yet been returned to us from the user facility. Upon recipt the device will be sent to smiths medical international, to be evaluated. Results of the evaluation will be submitted to the FDA as soon as they become available.